Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 225 mg/dl and the sensor glucose was 62 mg/dl, 61 mg/dl at the time of the incident. The customer declined to troubleshoot for calibration error alert and difference between sensor glucose and blood glucose. It was also reported customer had high and low blood glucose level. The sensor will not be returned for analysis.